Event description:
It was reported that this right atrial (ra) lead exhibited noise, undersensing and high out of range pacing impedance measurements. Reprograming options for the device were discussed. This lead remains in service. No adverse patient effects were reported.